Manufacturer narrative:
H6 device codes corrected.

Event description:
It was reported that a stent deformation occurred. A synergy xd mr ous 2.75 x 48mm was selected for treatment of the target lesion. During deployment, it was noted that the stent was crushed. Another stent was deployed inside the crushed stent to help expand it. There were no patient complications.

Event description:
It was reported that a stent fracture occurred. A synergy xd mr ous 2.75 x 48mm was selected for treatment of the target lesion. During deployment, it was noted that the stent was crushed. Another stent was deployed inside the crushed stent to help expand it. There were no patient complications.